Event description:
Caller reported a cgm error identified as error 42. Blood glucose level was within normal range, indicating there was no adverse impact on the customer¿s health. Technical support guided the caller through a pump reset procedure, which resolved the issue, allowing the customer to successfully start their sensor session.